Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 19) with multiple cartridges occurred during the load process. There was no adverse impact to customer's blood glucose. Customer was ultimately able to load a cartridge and resume insulin successfully.